Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch number being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needle broke off. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 324911 batch no. Unknown (provided: 7352842). It was reported that needle broke off into skin during injection and was removed from site with tweezers. Verbatim: pharmacist reported complaint on behalf of consumer. Stated during the consumer's injection the needle broke off of the syringe into her skin. Stated the consumer removed the needle from her injection site with tweezers. No injury reported. Stated this happened with two syringes. Consumer declined replacement box from pharmacy at this time. Pharmacist stated consumer does have samples and she will advise the consumer to contact bd.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needle broke off. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 324911 batch no. Unknown (provided: 7352842). It was reported that needle broke off into skin during injection and was removed from site with tweezers. Verbatim: pharmacist reported complaint on behalf of consumer. Stated during the consumer's injection the needle broke off of the syringe into her skin. Stated the consumer removed the needle from her injection site with tweezers. No injury reported. Stated this happened with two syringes. Consumer declined replacement box from pharmacy at this time. Pharmacist stated consumer does have samples and she will advise the consumer to contact bd.